Manufacturer narrative:
The company service rep examined the system and confirmed the problem. The fluidics module was replaced and returned for in-house evaluation. The system was then tested and found to meet all product specifications. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The system passed all tests prior to release, and was shipped based on alcon's acceptance criteria. Root cause was identified as a non-conforming transistor on the fluidics module pcb. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "a 15 min delay was caused" (no code available). Product problem(s): "system message received" (error message given). A nurse reported that during a procedure a system message occurred. The system became locked, so another system was used to complete the case. No pt impact was reported.